Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 177 cm from the top of the connector to the break. The second piece measured approximately 136 cm from the break which includes the entire distal tip. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a bilateral ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber was used and the physician pulled out the fiber to set it aside for later use. The fiber was carefully coiled and placed underneath a wet cloth. When the physician went to use the fiber again, the fiber body was already cracked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). Mfg site name (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a bilateral ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber was used and the physician pulled out the fiber to set it aside for later use. The fiber was carefully coiled and placed underneath a wet cloth. When the physician went to use the fiber again, the fiber body was already cracked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.